Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during the initial drain was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The home patient verified that there were no loose connections, disconnections or defects on the supplies. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then had the patient cycle power twice to the "press go to start" prompt. The patient elected to start over with new supplies. No injury or medical intervention was reported.